Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>..

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to inadequate stimulation. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Postoperatively, the patient was doing well, reported receiving adequate coverage, and had initiated newer therapy options.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <qrb>.